Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the ipg site. Reportedly, surgical intervention was undertaken during which time the original ipg was explanted and replaced with a new model to the opposite pocket site. The issue is resolved.